Event description:
A report was received that the patient¿s scs would shut off and on intermittently. The patient had lost stimulation. The patient was involved in a motor vehicular accident. It was believed that the leads were fractured. Database analysis revealed impedance measurements were observed and several contacts showed high values. The patient will undergo a lead revision.

Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the leads were replaced. Device malfunction was suspected on the leads due to accident. The patient was reportedly doing well postoperatively. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore, a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient¿s scs would shut off and on intermittently. The patient had lost stimulation. The patient was involved in a motor vehicular accident. It was believed that the leads were fractured. Database analysis revealed impedance measurements were observed and several contacts showed high values. The patient will undergo a lead revision.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-2218-70, serial #: (B)(4), description: linear st lead, 70cm.